Event description:
The patient was enrolled in the study in 2008, with a 90% lesion in the right carotid artery. The lesion was 10mm in length and the vessel was 5mm in diameter. The lesion was pre-dilated and an angioguard was placed, followed by the implantation of a precise stent. The procedure was successfully completed and the patient was discharged the next day. Nine days post index procedure, the patient was diagnosed with a seizure and a transient ischemic attach. Left hemiparesis and left hemiataxia was documented. The patient was put on seizure medication as treatment. The patient had a full recovery with no deficit.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.